Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. No rewind anomaly noted during testing. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. The insulin pump had a minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No damage noted on the lcd glass during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they had a hard time on rewinding the insulin pump. The customer stated that the issue kept recurring when the insulin was low. The insulin pump was able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was in the same room as the MRI machine. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.